Manufacturer narrative:
The complaint of not being able to interrogate the atrial leadless pacemaker (lp) was confirmed based on the merlin logs. Analysis determined the atrial lp is able to be discovered by the programmer. However, since it is paired to a ventricular lp, it cannot be interrogated separately unless converted to a single lp system. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for device evaluation prior to magnetic resonance imaging (MRI) procedure. The patient's aveir system failed to be interrogated via conductive telemetry. Troubleshooting including repositioning of patches and programming were attempted, but were unsuccessful. The patient was stable.